Event description:
Complainant alleged that the clinicians were attending a pt who was presenting a ventricular fibrillation heart rhythm. The clinicians defibrillated the pt three times, and attempted to defibrillate the pt a fourth time, but although the device began to charge, it stopped charging and displayed "status 78" error message on the device screen. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the physician who was treating the pt "was about to terminate the resuscitation efforts".